Event description:
Vacuum extraction was used during the delivery of the patient. The vacuum cup was applied to the patient's head at a +2 station. After birth, the patient had a subgaleal hematoma. A couple hours after birth the patient started to get weak and pale. Lab work showed a low hemoglobin count. The patient was intubated, and transferred to another facility for treatment. The patient did not suffer from any seizures and was doing well a few days later.